Event description:
Proximal tibia fracture, our tenxor frame was used together with hoffmann 3. When the k-wires where going to be tightened, the wire tensioner crashed and the op couldn´t be completed.

Manufacturer narrative:
The reported event that wire tensioner had a breakage during surgery could be confirmed since the returned device is matching the failure mode description. Based on investigation, the root cause of the determined breakage was attributed to aging of the device. As the device has been manufactured in 2003 (more than 10 years ago), we can consider that the device has reached the end of its serviceable life. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Proximal tibia fracture, our tenxor frame was used together with hoffmann 3. When the k-wires were going to be tightened, the wire tensioner crashed and the op couldn't be completed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.